Manufacturer narrative:
Pump received with minor scratched display window, cracked battery tube threads, broken reservoir tube lip.

Event description:
The customer reported via phone call that the top of the insulin pump cracked and fell off. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that the pump cracked at the reservoir compartment. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis. No further details given.